Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right ventricular (rv) lead warning was triggered for low impedance. The patient felt dizzy spells caused by oversensing of the rv lead while running a hand held orbital sander with his left arm. It was noted that the last measured lead impedance was on the lower limit but within the range. The lead remains in use. No further patient complications have been reported as a result of this event.